Manufacturer narrative:
(B)(4). The site reported the incident sample is not being returned for eval. Add'l questions in regard to the incident have been asked. If the sample is returned, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a scrub tech didn't insert the electrode all the way into the pencil body, thus resulting in current leaking at the distal tip of the handle where the electrode is inserted. This current caused a minor burn to the patient's skin. The area of skin that was burned was at the surgical site, so the surgeon cut out the burned skin before closing the patient. The incident device is not being returned for eval. No add'l info is available.